Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief and no longer wanted the pump. The pump was subsequently explanted. There was no pump malfunction.